Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had fluid in battery compartment. The customer stated that the home screen did not appeared on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.